Event description:
Ebus (endobronchial ultrasound) needle used during bronchoscopy with endobronchial ultrasound fine needle aspiration and transbronchial biopsy. Staff reported the guidewire was hard to push through the channel. Needle would come out of the sheath when it was not in the scope, but once in the scope, it would not come out. No harm to the patient.